Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion causing the stent to migrate on the stent delivery system, subsequently requiring a surgical procedure. A pci utilizing a radial approach was performed on a patient with an old myocardial infarction with a lesion located from the proximal to the distal portion of the right coronary artery (rca). Treatment utilized pre dilation with unknown 2.0x10mm and 3.25x10mm balloons. A 2.5x12mm unknown taxus stent was placed in the distal rca. Then a 3.0x20mm taxus express2 monorail drug eluting stent was advanced to the mid rca, but was unable to cross the lesion. The stent was pushed several times and during its advancement, the guide catheter became disengaged and the stent nearly dislodged from the stent delivery system (sds). An 8f guide catheter was advanced by femoral approach and a snare was inserted. The 3.0x20mm taxus express2 monorail stent and sds was snared into the guide catheter but while upon withdrawal, the stent got stuck at the distal tip of the sheath necessitating the need to perform a "cut down around the radial" access site removing the stent and sds surgically. Per the physician, because the stent was crushed when captured by they snare, it was unable to be retrieved into the sheath which lead to the surgical treatment. The physician felt that if the 3.0x20mm taxus express2 monorail stent and sds had been removed as one unit when the stent migration was confirmed, surgical treatment would not have been necessary.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.